Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information is made available, the investigation will be updated as applicable. Facility address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product investigation was re-opened due to the new information received about the returned device. The cannulated 4.0mm hexagonal screwdriver shaft (p/n 314.23 lot a4gd844) was returned and received. It was observed that the distal tip had broken off from the instrument. The broken off distal tip fragment was also returned. No other issues were identified with the returned components of the device. The distal tip fragment measured 5.35 mm in length. No product design issues or discrepancies were observed during this investigation. The complaint is confirmed for the received cannulated 4.0mm hexagonal screwdriver shaft (p/n 314.23 lot a4gd844) as it was observed that the distal tip had broken off from the instrument. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that boney ingrowth around the screws created too much resistance for this cannulated screwdriver shaft under power during the screw removal surgery and the power of the drill resulted in the shaft tip breaking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 314.23, synthes lot # a4gd844, supplier lot # na, release to warehouse date: 21 may 1997, manufactured by synthes exton, pa. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during a pelvic surgery that the 4.0 cannulated hexagonal screwdriver shaft broke at the tip while putting a 6.5mm cannulated screw in the pelvis. A tonsil was used to retrieve the tip of the screwdriver. Fragments were generated and removed easily. Procedure outcome was successful. Patient status was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).